Event description:
It was reported that a dexcom g7 continuous glucose monitor experienced a transient signal loss, after which readings resumed without user or provider intervention and troubleshooting and education were completed. No reported hypoglycemia, hyperglycemia, or other clinical effects, and no alerts or alarms were noted. Outcomes included no impact on health and no hospitalization. User support included review of device performance and user-reported data. Investigation of this case revealed a temporary loss of sensor-transmitter communication with unspecified responsible device and no confirmed hardware component failure. It was concluded, based on previously established findings for similar reports, that the cause was user and device interaction under normal use leading to transient communication interruption that self-resolved.